Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: the filter contained 6 legs and 5 arms present and intact. One arm was broken approximately 2mm from the base of the apex. The break appeared to be uneven. Per the reported event details, the fractured limb occurred during retrieval. Therefore, it is possible that excess force used to capture and retrieve the filter contributed to the reported event. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: based on images provided, the denali filter is in an upright position in the ivc can be confirmed. Based on the images provided, a detached filter arm in the ivc can be confirmed. Based on images provided, a snare device has captured the filter; however, filter removal cannot be confirmed. Based on images provided, the removal of the detached filter arm cannot be confirmed. Conclusion: based on images provided, the denali filter is in an upright position in the ivc can be confirmed. Based on the images provided, a detached filter arm in the ivc can be confirmed. Based on images provided, a snare device has captured the filter; however, filter removal cannot be confirmed. Based on images provided, the removal of the detached filter arm cannot be confirmed. Per the reported event details, the limb fractured during retrieval; therefore, it is possible that excess force used to capture and retrieve the filter contributed to the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is reportedly unknown. The device has been received and evaluation is currently underway. Images were provided and review is currently underway. Conclusion not yet available, evaluation is in progress. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment, scheduled filter retrieval was performed. A snare device was used to capture and retrieve the filter successfully; however, during retrieval of the filter the patient reported a sensation in his abdomen. The filter was retrieve successfully. Visual inspection identified a detached filter limb. Reportedly guided fluoroscopy demonstrated the detached limb within the ivc at the location of the filter placement. An attempt to retrieve the detached limb with a snare was unsuccessful; therefore, surgical forceps were used to capture retrieve the detached limb without incident. The facility reported that prior to the filter being retrieved guided fluoroscopy did not demonstrate a detached filter limb. A vena cava gram was performed post filter retrieval; no extravasation was identified in the ivc. There was no reported patient injury.